Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative reported that the issue was caused by the user flipping the reference frame inadvertently when switching from the registration frame to the sterile frame. The navigation system has been used since without any reported recurrences.

Event description:
A site representative reported that, while in a cranial resection, the probe being used could not be observed in the field of view. The reported issued occurred after registration. The representative reported that the probe could not be seen after changing to trajectory views. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that there was a reported delay to the procedure of half an hour due to this issue.